Event description:
Additional evidence was received that the low shock impedance levels detected during this event were not a lead issue, but in fact related to this pulse generator. No other information has been received about the event. No adverse patient effects were reported.

Event description:
Boston scientific received information that low shock impedance levels less than 20 ohms were detected on this right ventricular lead. The physician will continue to monitor the lead with no remedial action taken at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.